Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported the probe was not cutting and it was not known if aspiration was functioning during a left eye vitrectomy procedure. There was no harm to the patient. The sample is available. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
One probe sample was returned for evaluation for the report of probe not performing cut. A review of the device history records traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints for the reported issue. The probe complaint sample was visually inspected and deemed conforming. Actuation testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. Sample would not cut. The probe was disassembled and the components inspected. There was approximately 30-45 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No resistance was felt when removing the inner cutter from the needle. Gouge marks were observed at the bend area and the cutting edge of the inner cutter. The complaint evaluation does confirm the probe did not cut. The most likely root cause of the poor cutting appears to be from the sample having approximately 30-45 minutes of surgical use prior to the cutter not being able to work properly. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use greater than this typical timeframe. The surgical use appears to have worn the inner cutter such that the cutter quality had deteriorated. The gouge marks observed during the disassembly supports the cutting performance deterioration. No action is being taken for the complaint as the probe has exceeded the useful life of the probe. All probes are also 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is:(B)(4).